Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited myopotential over-sensing. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.